Event description:
It was reported that the right atrial lead dislodged as a result of twiddlers syndrome. The lead was explanted and replaced. The patient was doing fine post surgery.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.